Manufacturer narrative:
The reported event of low voltage hazard and no external power alarms was confirmed. The mpu (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 256 events spanning approximately 6 days (20nov18 ¿ 27nov18 per time stamp). Low power hazard alarms were active on 20nov18 between 20:28:52 ¿ 20:29:11 when the voltage at the bus was below threshold while connected to battery power. No external power alarms were active on 20nov18 at 20:28:55 and at 20:29:00 while connected to the mpu. The emergency backup battery (ebb) was in use during these events. The no external power alarms cleared shortly after activating. There were no other notable alarms active in the log file. The root cause for the low voltage hazard and no external power alarms was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was requested but was not provided; therefore, the expiration date, manufacture date and unique identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient experienced a low voltage/no external power event on (B)(6) 2018 due to the mpu losing total power. The external back-up battery enabled until the power was able to be restored. The total event lasted around one minute. Log file analysis noticed a low voltage hazard on (B)(6) 2018 while the patient switched batteries. There were no interruption to pump "preformance" during these events. No further information was reported.